Manufacturer narrative:
Initial and final MDR 1877079 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that the two infusion set cannulas were kinked. The first occurrence occurred on (B)(6) 2024 and the second on (B)(6) 2024. Within 3 or more hours of thigh insertion customer noticed symptoms. The blood glucose level of the patient was 300 mg/dl. Additionally, location site was regularly rotated. The patient changed supplies as necessary and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.